Event description:
Ous MDR - after an implantation time of 20 months, right-ventricular oversensing and the delivery of inappropriate shocks were reported. The lead was explanted and returned to biotronik.

Manufacturer narrative:
In the returned state, the lead complained about was cut through 10 cm distal of the df4 connector pin. The proximal and the distal lead fragment were returned and thoroughly analysed. During the visual inspection, multiple signs of wear and tear were found along the lead fragments. In particular at the distal fragment, the insulation of the lead was damaged. This damage is with high probability the cause for the noise artifacts in the rv channel, which led to shock deliveries. The observed damage shows an unexpected early wear and tear of the lead, which leads to the assumption of strong mechanical stress on the lead. Reasons for an increased stress level of the lead in the implanted state cannot be conclusively clarified without xray images, diagnostic images of any other kind, and further information about the patient. An accumulation of various influence factors should be considered. This includes a strong ingrowth behavior of the lead in the distal region or fibrosis formation at contact with the myocardium. An unfavorable implantation position of the lead is also a known influence factor. In addition, both the individual anatomy and increased physical activity of the patient, especially involving the upper body, play a role. There were no indications of material defects or manufacturing errors.